Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, light sensitivity was reported. Patient reports vision feels blurry still out of left eye. Epithelium is reported to still be healing. Topical steroid drops are being tapered. Patient did not show up for their last follow up appointment.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Dno UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with dryness in the left eye approximately two months post photo refractive keratectomy (prk). Patient complained of blurry vision, glare and halos. Patient was given a topical alpha-2 adrenergic receptor agonist drop to help manage halos and glare until an enhancement can be performed. Spare glasses were offered to the patient to help with blurry vision but the patient declined. Patient is still being managed for dryness and will have an enhancement once healed and stabilize. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.